Manufacturer narrative:
This event was determined to be supplemental information; the investigation findings will be provided under MFR #: 2916596-2025-08074. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review. It appeared that the patient was placed on this system controller on (B)(6) 2026. They replaced the controller because it had a broken screw at implant.